Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. Examination of the returned device revealed evidence of clinical use including biological material on the distal tip and an indentation in the teflon pad. Visual inspection confirmed that the distal tip of the blade was broken off. A review of the device history record supports that the device was unlikely to have been released from stryker with the reported failure mode. Therefore, the most likely root cause of the reported event is the blade contacting a hard object, possibly a staple or surgical clip, during clinical use. The instructions for use for harmonic ace curved shears state: "take care to avoid application of pressure between the blade and tissue pad without tissue in between them as this can result in damage to the instrument. This may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed." "Avoid contact with any and all metal or plastic instruments or objects during instrument activation. Contact with staples, clips, or other instruments during instrument activation may result in premature blade failure, resulting in generator solid tone or instrument error.¿

Event description:
It was reported that the harmonic ace curved shears gave an error message to remove the device from the patient and dispose of the handpiece. There was no medical intervention, surgical delay, or adverse consequences. The procedure was completed successfully.

Event description:
It was reported that the harmonic ace curved shears gave an error message to remove the device from the patient and dispose of the handpiece. There was no medical intervention, surgical delay, or adverse consequences. The procedure was completed successfully.